Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-02 the catheter was returned with logs which showed that the pump had been used to deliver dilaudid (2 mg/ml at 0.0961 mg/day).

Manufacturer narrative:
The catheter (B)(4) was returned for analysis. Analysis found no significant anomaly with the device; it was noted that there was dried drug, blood or foreign material occlusion.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2 mg/cc dilaudid at ".15 simple continuous" via an implantable pump for non-malignant pain. It was reported that the patient was not having pain relief. No external factors were noted to have led or contributed to the issue. A dye and rotor study were performed on (B)(6) 2016. The doctor was unable to aspirate the catheter and the study was unable to be completed. The event was noted to have first occurred on (B)(6) 2016. The catheter was later explanted and replaced in (B)(6) 2016. The explanted catheter was to be shipped back to the manufacturer. The patient was noted to be alive - no injury.

Manufacturer narrative:
Correction: it was previously reported that the catheter was explanted and replaced on (B)(6) 2016, however the correct date is (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2016-nov-02. It was reported that the patient continued to have issues after the catheter was replaced. It was stated that the patient has "major clotting issues" and that the healthcare provider was trying to determine if that was the cause of the issues or if it was the catheter problems. Additional information was also received from the patient on 2016-11-02. It was reported that beginning on (B)(6) 2016 (date of implant), the patient had not had symptom control. The patient stated that "about 2-3 months after implant" a dye study was attempted and they were unable to push the dye through; he was sent home and a surgery was scheduled to check the catheter. It was stated that during the surgery, the catheter was found to be plugged and had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.